Event description:
Customer reported (B) (6) discrepancy, the hospital obtained (B) (6) results on the pos combo 29 panel and (B) (6) results when tested against another test method, also performed for the clinical isolate. The results were not reported to the physician. Treatment was not delayed or withheld. There are not reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: another test performed by the hospital provided discrepant results. Conclusions: product is within performance claims. The cause of the (B) (6) results is unknown.